Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump also had moisture damage on the motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. Unable to perform the displacement test due to the blank display. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer was kayaking and water splashed in the boat. Customer stated water inside the plastic of the pump. The customer stated the pump is vibrating without an alarm or alert and vibrate 3 times but screen is blank. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.